Manufacturer narrative:
Product analysis: analysis confirmed that the printer was not working, a part from the paper transporter drum was missing. It was found that there was a deviation between the stylus and cursor on the screen. There was also a cut in the stylus cable so that the shielding was visible, but the stylus performance was not affected. Additionally, the right keyboard hinge was broken. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's printer was not working. The programmer is expected to be returned for service. No patient com plications have been reported as a result of this event.